Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals were broken, and the top case was chipped. The devices event history log was reviewed for evidence of the reported event, found ? Check clutch/plunger lever? Error in history. To conduct functional testing an occlusion test was performed. Upon testing, the reported problem was duplicated. The clutch halves were over eight years old and determined to be the root cause. Both clutch halves were replaced, and the leadscrew and spring were replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a system failure. No patient injury reported.